Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was specimen integrity. The IFU for dimension ctni flex reagent cartridge contains the following information: "specimens should be free of particulate matter. To prevent appearance of fibrin in serum samples, complete clot formation should take place before centrifugation." Follow tube manufacturers the instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Two falsely elevated troponin I results were obtained on patient samples. The results were not reported to the physician. The samples were repeated and negative results were obtained and reported. Patient treatment was not altered or prescribed. There was no report of adverse health consequences as a result of the falsely elevated troponin I results.